Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and the reported problem was able to be confirm using remote f 25913. Unit was tested using system on startup unit displayed c-34. Up visual inspection there were no issues found, that would be related to the reported event. The root cause of this event happened in the field c-34 error was triggered indicating a high voltage fault.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Isi has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they received error c-34 on the vio integrated electrosurgical unit (iesu)/erbe while using monopolar energy. The tse reviewed logs and confirmed the error. The customer confirmed no computed tomography (CT) scan machine was nearby. The customer was using a third-party energy device to complete the procedure. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer completed the surgery with a third-party energy device.